Manufacturer narrative:
D9: 14-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and separating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced to address this issue, and the dso sensor was then calibrated. The device then passed all testing.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed cassette not attached error. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing and there was no patient involvement.